Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out-of-range shock impedance measurement of 0 ohms. Boston scientific technical services (ts) discussed possible causes including the potential that electromagnetic interference (emi) may have triggered the measurement. Suggestions were provided for testing the patient's system. A remote interrogation the following day revealed impedance measurements had returned to normal. The physician plans to perform additional testing of the system upon the patient's next clinic visit. No adverse patient effects were reported. This system remains in service at this time.